Event description:
On (B)(6) 2022 it was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) since (B)(6) 2020, was diagnosed with peritonitis on (B)(6) 2022. The patient was reportedly prescribed antibiotics and has recovered from the serious adverse events. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the outpatient dialysis clinic on (B)(6) 2022 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc elevated, results not provided) was collected, and the patient was diagnosed with peritonitis. The patient was treated outpatient with intraperitoneal vancomycin every other day and ceftazidime daily (doses, durations not provided). The patient¿s peritoneal effluent culture result returned positive for micrococcus kristinae, and the antibiotics were continued. The pdrn attributed causality to a touch contamination event when the patient dropped the sterile pd catheter cap on the floor. The patient admitted to picking up the cap off the ground and capping the pd catheter, all without performing hand hygiene. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient has recovered and continues to utilize the same liberty select cycler as before the events. Patient education provided.